Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered unexpected errors during transaction recording, likely due to the bloated databases. The technical support specialist identified errors on devices during item removal, with unexpected transaction recording errors. Genesis oracle issues caused data bloat in device databases. The oracle genesis team-initiated recovery and manual syncing to shrink databases and bring stations back online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es system had a fatal error while retrieving the medication. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.